Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated. The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality controls were acceptable. Upon review of the alarm trace, no relevant alarm was observed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crej2 (creatinine jaffe gen.2) assay on a cobas integra 400 plus analyzer (serial number (B)(6)). On (B)(6) 2023 the sample initially resulted in a crej2 value of 2.32 mg/dl, accompanied by a data flag. On (B)(6) 2023 a second sample collected from the same patient was tested, resulting in a crej2 value of 0.61 mg/dl. The initial sample was then repeated, resulting in a crej2 value of 0.66 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The field service engineer verified adjustments and the condition of the instrument. No abnormalities were found. Precision testing was performed with acceptable results. The investigation is ongoing.